Event description:
It was reported that during total hip arthroplasty in 2008, threaded tip section of acetabular inserter fractured inside of the acetabular shell component. Add'l details provided state that surgeon elected not to remove the acetabular shell because the liner fit flush in the shell component. No further details have been provided.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available: results and conclusions: eval of returned device found evidence that tip fractured in fatigue. This report filed on march 14, 2008.